Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, prolonged charge time out was noted. Technical support was contacted and surgical intervention is anticipated. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the device was returned for prolonged charge time. The reported complaint was unconfirmed and not able to be reproduced. Bench testing was performed, which includes impedance, sensing, pacing, hv shock output, and capacitor maintenance, and the device was normal.